Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional was requested on 05/06/2011 and 05/12/2011 by phone, fax, and mail (for the fellow eye). A completed questionnaire was received on 05/16/2011. (B)(4).

Event description:
A surgeon reported that approx one year following bilateral intraocular lens (iol) implant surgeries, the lenses were exchanged due to glare. The surgeon reported the pt was not able to tolerate the lenses. Both lenses were exchanged for a different model iol and the event resolved. There are two medical device reports associated with this event. This report is for the left eye.